Event description:
A customer reported an accidental over-delivery of insulin because they completed the fill tubing step while connected to the pump. There was no adverse impact to the customer's blood glucose level, as it did not drop below 70 mg/dl. The customer had not yet taken corrective action at the time of the report. Technical support advised the customer of the risks associated with excessive insulin delivery and informed them to contact their healthcare provider immediately for further assistance. The customer continued to use the pump for insulin therapy.